Manufacturer narrative:
Additional information provided in d.9., h.3., and h.11. Corrected information provided in d.4. Lot detail was updated to unknown (unk) as the sample returned was not traceable to the lot number reported (16kx3k). The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the probe could not cut during surgery in a patient with diabetic retinopathy. The surgery was completed after replacing the product with another one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe was received, without a tip protector, in a pouch, for the report. The sample was visually inspected and found to be nonconforming with the probe needle broken off at the stiffener sleeve. No functional testing could be performed due to the probe needle broken condition. No wear assessment could be performed due to the probe needle broken condition. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation was unable to confirm the reported issue due to probe needle broken condition. How and when the probe needle became broken cannot be determined form this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. The reported event was unable to be confirmed and an exact root cause for the broken probe needle could not be determined from this evaluation; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).